Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The breakage likely resulted from either of the two: 1. Mal rehabilitation performed by the dentist (choosing an implant with the wrong diameter for the case, the angulation of the implant and the height of the abutment which created a large cantilever), that created high pressures on the implant that resulted in its breakage. 2. Bone loss that created high pressures on the implant that resulted in its breakage.

Event description:
A complaint was received from greece with a claim of implant breakage. Mis mf7 implant (mf7-11375, w22008173) was broken at implant neck area. The broken implant reamains in situ. The dentist performed all on four procedure at the mandibula with mf7 implants and multi-unit and prosthetic solution. In addition, the "all on four" procedure was performed while two teeth extension after the last implant holding the prosthetic.